Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade iii with pain, swelling, and patient concern with the product.

Event description:
Healthcare professional reported right side swelling, pain and capsular contracture baker grade iii and exchange due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5 d.7,h.6.

Event description:
Device was explanted.